Event description:
The description of the event is reported as: during use the stapler did not close on the skin. This is the first of two reported incidents involving the same customer. No patient injury reported.

Manufacturer narrative:
Sample reported as available, but not received yet for evaluation. Investigation is ongoing. A follow up report will be sent when available.